Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.